Event description:
It was reported that the right ventricular (rv) lead had a fracture near the suture sleeve. The fracture was confirmed with lead testing. Subsequently, this lead was explanted and replaced successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the right ventricular (rv) lead had a fracture near the suture sleeve. The fracture was confirmed with lead testing. Subsequently, this lead was explanted and replaced successfully. There were no additional adverse patient effects reported. The device will be returned for analysis.